Event description:
It was reported that the ht70 plus ventilator touch screen was not working. Patient involvement is unknown.

Manufacturer narrative:
Additional information was received that a service provider inspected the device and found that the key pads are not working. The service provider will replace the key pads. If information is provided in the future, a supplemental report will be issued.